Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a pacemaker dependent patient was experiencing symptoms due to pauses in pacing. The device was found to be oversensing far field atrial pulses and inhibiting pacing. The device was reprogrammed to prevent further oversensing.